Event description:
It was reported that a patient underwent a right hemicolectomy procedure with a midline laparotomy on (B)(6) 2011 and suture was used on the fascia tissue. The patient experienced an infection with increasing temperature noted on (B)(6) 2011. A CT scan was done and the patient was treated with imipenem intravenous antibiotic therapy. The patient remained in the hospital until (B)(6) 2012. The infection resolved on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-00603, 2210968-2012-00604 and 2210968-2012-00605. The same patient is represented in each medwatch.